Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that approximately 6 months prior patient had fallen and subsequently had a patella fracture of native bone not the patella implant. Patient returned to surgeon in (B)(6) complaint of knee pain still ongoing. Surgeon stated a bone scan and x-rays showed that there was a tibial loosening at the bone to cement and cement to implant interface. Competitor cement was used. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.